Event description:
It was reported that during ureteroscopy procedure, the laser fiber made a crackling noise according to a nurse. Then, it was noted that the fiber broke away from the connector hub at the end of the fiber. The debris shield was checked to ensure that there was no damage. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device was not returned; therefore, no physical analysis of the product was not performed. The reported device performance allegation could not be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during ureteroscopy procedure, the laser fiber made a crackling noise according to a nurse. Then, it was noted that the fiber broke away from the connector hub at the end of the fiber. The debris shield was checked to ensure that there was no damage. The procedure was completed with another fiber. There were no patient complications.